Event description:
The customer contact reported the delivery took longer than expected. At an unspecified time, channel 1 of the device was programmed to deliver unspecified concentration of abraxane, at a rate of 32ml/hr, with a vtbi (volume to be infused) of 16ml, for a duration of 30 mins, and the delivery was started, the delivery was complete. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.